Event description:
The customer reported that when the system was booted up, it displayed a plaid screen on the external monitor. The system was rebooted but the table buttons did not work.

Manufacturer narrative:
(B) (6). The ge service rep checked the system over and could not reproduce the problem that occurred. He checked the rut log files and downloaded text files from workstation, but could not find any problems. The system operates as intended.